Manufacturer narrative:
The patient identification no. (B)(6). Results: is based on evaluation of user facility information and a photograph of the involved sample; is based upon evaluation of the retention sample. Conclusions: is based on evaluation of user facility information a photograph of the involved sample; is based upon evaluation of the retention sample. The actual sample has not be returned to the manufacturing facility for evaluation. Therefore, the failure investigation consists of evaluation of the user facility information, a photograph of the involved sample, and a reserve sample from the involved product code/lot# combination. A review of the photo confirmed the customer's observation, the spring mini guide wire had been fractured into two pieces. A visual inspection of the retention sample from the involved product code/lot# combination was evaluated, no anomalies were noted. Magnifying inspection confirmed it did not have any anomalies and the outside diameter met manufacturing specifications. A review of the device history record and the product release decision control sheet of the involved product/lot # combination confirmed there were no indications of production-related problems or any discrepancies in the inspection results. A search of the complaint file found no other report with the involved product/lot combination. Although the exact cause of the reported event cannot be determined based on the available information, the photographic appearance of the involved sample is most consistent with the actual sample being subjected to a pulling force in the state of being trapped resulting in the reported fracture into two pieces. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the wire broke inside the patient during a procedure. Follow-up communications with the user facility confirmed the following information: (1) the wire in this introducer kit broke inside the patient during the procedure; (2) they were able to do an antegrade stick to snare the wire and pull most of it out; (3) a small piece was left behind; (4) the physician said it would not be a threat to the patient as it was in a collateral vessel in the interosseous membrane between the radius and ulna and not in a major vessel; (5) the procedure was completed successfully; and (6) the patient was reported as in stable condition.